Manufacturer narrative:
Evaluation: the complaint device was not returned, only the lot number was provided to assist with this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, when considering the info provided by the customer, it appears that the device met with resistance beyond its intended design. Possibly due to human anatomy and/or technique related. We have seen where separation has occurred during placement and/or attempted removal of the supplied wire guide, when inadvertent contact is made with the needle bevel. We can advise that per the attached caution label, we state; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakge." Nevertheless, the appropriate personnel have been notified. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.